Manufacturer narrative:
Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed outside the united states. Pump was received with a critical pump error (open book image) alarm. Unable to perform the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement test, active current measurement test and self test due to critical pump error (open book image) alarm. Pump was cut open to perform visual inspection and found moisture damage on the pcba 1, pcba 2 and force sensor. Successfully downloaded history files and traces using thump. Critical pump error (open book image) alarm confirmed and was triggered by a pump error 35 fatal alarm confirmed in the history files on 03/27/2023 12:07:15.000 due to moisture damage on the force sensor. Unable to perform force sensor zero offset test due to moisture damage on force sensor. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: corroded battery tube, battery tube threads - cracked, cracked case, scratched case, stained keypad overlay, cracked case (battery tube), cracked belt clip rails, cracked case-corner of belt clip rails and pillowing keypad overlay. Critical pump error (open book image) alarm confirmed due to pump error 35. Pump error 35 alarm confirmed due to moisture to force sensor. Cosmetic damage was confirmed at the battery compartment. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information received by medtronic indicated that the customer reported a crack on the back battery compartment from clip on the pump. Troubleshooting was performed and confirmed the pump issue. No harm requiring medical intervention was reported. The customer will discontinue the use of the device and it was returned for analysis.